Manufacturer narrative:
The reported event was dislodgement. A complete lead was received for analysis. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that both the right ventricular and left ventricular leads dislodged. During lead revision procedure tissue was noted in the right ventricular lead tip, the lead was explanted and replaced. The left ventricular lead was explanted but was not replaced due to patient anatomy. The patient was in stable condition.